Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the leak check was performed prior to placement, however leakage of the cuff was found after 4 days of use. No adverse health outcome resulted from this event.

Manufacturer narrative:
The manufacturing facility could not perform a device history review as lot information was not provided. One used endotracheal tube was returned for evaluation. Visual examination showed no abnormalities. The returned device was given functional testing: a syringe was attached to the inflation line and the device cuff was inflated. The entire device was submerged in water and bubbles were observed coming from a tear in the device cuff. The physical characteristics of the hole are consistent with the cuff coming into contact with a sharp object. The object that inflicted the cuff damage could not be identified. To consider the possibility that the cuff was damaged during leak testing (prior to packaging), a walkthrough of the manufacturing floor was performed to review the leak test and packaging operations. Production personal were confirmed to be following procedure. The line clearance records were performed and all training records were current. A second potential root cause is that the cuff came into contact with a sharp object during customer use. Although these products are 100% leak tested in the manufacturing process and designed to be as robust as functionally possible, puncture of the tube cuff during use is an inherent risk when using any tracheostomy product. No corrective actions are planned at this time.